Event description:
The pump delivered demerol at a rate of 22cc in 4 hours when it was set for 10cc in 4 hr. The pt was on a ventilator before this infusion and on versed. The pts vital signs remained stable through this event. There were no untoward pt effects or complications. No incident report filed.